Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). The customer replaced the ict module to address the issue. The evaluation included a review of the information the customer provided and customer system logs via abbottlink, a review of complaint and trending data, and a review of labeling in the ict sample diluent package insert and architect system operations manual. Based on the available information, a specific cause for the two discrepant ict result events was not identified. Probable causes include an issue involving sample integrity or handling and/or intermittent contamination of the ict module. The abbott representative reviewed the system logs via abbottlink, but did not find an explanation for the issue. The customer replaced the ict module to address their concerns and no further issues have been reported. A review of complaint and trending data did not reveal an ict module product issue or adverse trend. The architect system operations manual provides a list of probable causes and corrective actions that may be related to the issue under the observed problem erratic results, poor precision. The causes listed include, but are not limited to fibrin or particulate matter in the sample and contamination of the ict module. Ict module contamination can be addressed by bleaching the module following the bleach the ict module procedure in section 10 of the operations manual. No deficiency was identified.

Event description:
The account generated a discrepant architect c8000 chloride result on a patient specimen. The patient tested architect c8000 chloride = 117 meq/l but repeated 107 meq/l. Lab normal patient ranges for chloride 98 to 107 meq/l. A corrected lab report was sent. No additional patient information is available. No impact to patient management was reported.